Event description:
It was reported that the pt felt no stimulation sensation. She had a procedure done and after, when she tried to turn the device back on, it didn't work. Further info is being requested from the hcp.